Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed noise on the right ventricular (rv) lead. Technical services (ts) was consulted and provided review of the noise recorded on the electrogram (egm). The patient has small r waves so the noise to r wave ratios is poor. It was recommended to continue monitoring. Received additional information the rv intrinsic amplitude is out of range at 2.5mv (millivolts). The device and lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed noise on the right ventricular (rv) lead. Technical services (ts) was consulted and provided review of the noise recorded on the electrogram (egm). It was recommended to continue monitoring. The device and lead remain in service. No adverse patient effects were reported.